Event description:
It was reported clamp was received defective, doctors are expressing concerns, about excessive bleeding after procedure.

Manufacturer narrative:
The user facility, (B)(6) reported that the gomco circumcision clamp was received defective and that the doctors allegedly experienced a number of cases involving excessive bleeding after the procedure. It should be noted that this is not the original report as the clamp involved in this specific complaint was returned, evaluated, and found to function normally within the design specifications upon investigation. This is a reference to the surgical technique that was involved, including how the clamp was applied, tightened, and how long it was left on before, and after the procedure, all of which will affect the outcome.